Event description:
As reported, the operator used a 6f exoseal vascular closure device (vcd) to close the puncture site. After activation according to the steps and withdrawing the device, it was found that the plug was not fully released and was pulled out. Manual compression was used instead. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach with a non-cordis sheath. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site were reported. No resistance or friction was experienced while advancing the exoseal vcd through the sheath, and there was no difficulty connecting the sheath introducer with the exoseal vcd. The exoseal vcd was securely locked with the sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped and until the indicator window turned solid black. No red color was observed in the indicator window, and no excess force was needed to depress the button. The device and sheath introducer were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.